Event description:
Patient called to report adverse events involving the zimmer continuum locking liner. Patient stated her initial hip was implanted in 2014 and it worked wonderfully for about two years. Patient said about a week after doing some physical therapy she dislocated in (B)(6) of 2016. Patient stated she kept dislocating over and over and it caused her a great deal of pain, so it was recommended by her surgeon to have a zimmer continuum locking liner implanted during a revision to help keep her from dislocating. Patient said her first revision was in (B)(6) of 2017 and she had her first continuum liner implanted. Then, patient said in (B)(6) of 2021, the continuum liner had cracked, broken and became dislocated. Patient stated she had another revision with a second continuum locking liner implanted in (B)(6) of 2021. Patient said she is now experiencing a squeaking noise from her hip and she¿s extremely worried it¿s all happening again and that this liner too will break, or she will dislocate. Patient stated the hip has squeaked very loudly 8 times since the last revision and she¿s afraid to move too much or do things in fear of it dislocating again.